Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source, a female patient in her seventies with pelvic organ prolapse underwent robotic assisted laparoscopic sacrocolpopexy. A competitor mesh was secured to the sacrum and the peritoneum was closed using a running absorbable barbed suture. On post operative day four, the patient developed ileus, adhesions, vomiting, and abdominal distension. An abdominal x-ray and a computed tomography (CT) scan confirmed a small intestinal obstruction in the lower right abdomen. Conservative treatment with an ileus tube failed to improve her condition. A diagnostic laparoscopy on post operative day fourteen revealed the tail of the barbed suture tail entangled in the small intestinal mesentery. The suture was laparoscopically detached from the mesentery, and adhesions were released. The suture tail was trimmed, and an anti-adhesive material was applied to the peritoneal closure site. The ileus tube was removed, and the patient was discharged on postoperative day three.

Event description:
According to the literature source, a female patient in her seventies with pelvic organ prolapse underwent robotic assisted laparoscopic sacrocolpopexy. A competitor mesh was secured to the sacrum and the peritoneum was closed using a running absorbable barbed suture. On post operative day four, the patient developed vomiting and abdominal distension. An abdominal x- ray and a computed tomography (CT) scan confirmed a small intestinal obstruction in the lower right abdomen. Conservative treatment with an ileus tube failed to improve her condition. A diagnostic laparoscopy on post operative day fourteen revealed the tail of the barbed suture tail entangled in the small intestinal mesentery. The suture was laparoscopically detached from the mesentery, and adhesions were released. The suture tail was trimmed, and an anti-adhesive material was applied to the peritoneal closure site. The ileus tube was removed, and the patient was discharged on postoperative day three.

Manufacturer narrative:
Haruka takagi, naoki wada, shun morishita, miyu ohtani, takeya kitta, hidehiro kakizaki, daisuke kohro and tatsuya shonaka; postoperative small intestinal obstruction caused by barbed suture after robot-assisted laparoscopic sacrocolpopexy. Iju case rep. 2024; 7: 105¿109. Doi: 10.1002/iju5.12677 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.